Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced mesh erosion. It was also alleged that the plaintiff experienced pain, urinary problems, recurrences, dyspareunia, emotional distress, product problem and other unspecified injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.